Manufacturer narrative:
Batch review performed on 21 november 2023. Lot 143217: 50 items manufactured and released on 26-sept-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, 33 the items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department in 2016, primary tka is performed on a relatively young patient. A screw is used to secure the insert to the tibial baseplate. 3 years later, the screw is still in place, but looking with attention at the xray it appears that it may have started a process of self-unscrewing. In 2021, at 5 years, the screw has backed out completely and is now loose in the vicinities of the joint, but definitely far away from the articular surfaces. Now, after 7 years, it's still there. The surgeons decided that the position of the screw is not dangerous for the patient and left it there. The patient is advised and monitored, but there is no clinical anomaly and none should be expected. The most likely cause of this event is insufficient tightening torque during the primary surgery.

Event description:
At about 5 years from the primary, during a follow-up visit, it was noted from the x-rays that the inlay locking screw was loose in the posterolateral aspect of the knee. About 7 years after the primary surgery, a second follow-up showed that the screw has not moved. At this time, an additional/revision surgery is not planned, the patient does not feel any pain and has a full range of movement.